Event description:
It was reported via interdepartmental helpline solutions tracker that customer received a no delivery alarm and was not sure if due to insulin pump of infusion set. Customer declined to be transferred to helpline.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.